Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The voltage check passed. The screen brightness check failed - cycled through levels 1 to 10 and the brightness of the display remained too dark to be visible. During an internal inspection found transformer (t1) on the inverter board to have a short. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a previous report of a blank screen due to an open fuse. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler has a distorted display and display brightness problem on power up. The screen was displaying flashing lines. The screen blanking was set to on. The patient changed it to off and increased brightness to 10, but the screen was still too dark. Patient is unable to see clearly the top area of the screen. The cycler was securely plugged in. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that the patient would attempt to use the cycler and that an alternate treatment option was available if needed. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.